Event description:
It was reported that, during an ukr surgery, the handpiece failed characterisation test. The equipment was swapped out. Surgery was not delayed. The patient was not harmed. The results of investigation show that the bearing retainer broke off, which caused the gears on the snap lock to become misaligned, preventing the snap lock from moving properly along the lead screw during characterization; this damage in the snaplock is a reportable malfunction.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The handpiece had issues in characterization and had a piece visibly broken. The damage to this handpiece was confirmed, as the bearing retainer that is closer to the motor was missing and the two screws holding it in place were broken off. It appears that the bearing retainer was tampered with, permanently disabling the handpiece and making it unrepairable since the screws were broken. With the bearing retainer broken off, the gears on the snap lock became misaligned, preventing the snap lock from moving properly along the lead screw during characterization. The malfunction is likely due to user error and no corrective actions were initiated for this issue.